Event description:
It was reported by the patient that when the start button on the previously working remote monitor was pressed it failed to power up. Patient tried disconnecting and reconnecting power cord to no avail. A new power cord was sent. No patient complications have been reported as a result of this event. It was further reported that the monitor has been returned.

Manufacturer narrative:
Product event summary: analysis on the monitor was performed. The monitor passed the bench power up and full debug mode tests and the debug test was verified. The final conclusion revealed no defects were found.

Event description:
It was reported by the patient that when the start button on the previously working remote monitor was pressed it failed to power up. Patient tried disconnecting and reconnecting power cord to no avail. A new power cord was sent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.